Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) had multiple kinks and deformations of the distal shaft, ranging from approximately 103.0 cm from the hub to the distal tip. Conclusion: evaluation of the returned device revealed the lantern had multiple kinks and deformation in the distal shaft. This damage likely occurred due to forceful manipulation of the lantern during positioning within patient anatomy. The lantern kicking back and subsequent attempts to reposition the system may have further contributed to the observed damage. The observed damage likely contributed to the inability to advance or retract the ruby coil during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01838.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the internal iliac artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician placed seven ruby coils and pod packing coils (podjs) into the aneurysm sac using the lantern. While advancing the last ruby coil through the lantern, the physician did not mention any resistance. The physician then attempted to deploy the ruby coil into the aneurysm, however, the lantern kicked back into the non-penumbra diagnostic catheter. Consequently, the ruby coil became lodged inside the diagnostic catheter and was unable to be retracted back into the lantern or pushed forward. Subsequently, the physician removed the diagnostic catheter, lantern and ruby coil together and intact. The physician felt that it was best to open a new lantern because he had pulled on the first lantern and did not want to risk having something go wrong with that lantern. Therefore, the procedure was completed using a new lantern and an additional ruby coil. There was no report of an adverse effect to the patient.